Manufacturer narrative:
Submit date: 12/31/2014. An investigation is currently underway, once completed the investigation will be forwarded.

Event description:
The customer states that the power cord was split in the middle.